Event description:
It was reported that the recliner foot rest deployed too rapidly and required excessive force. It was also reported that allegedly a patient and caregiver were injured attempting to close the footrest. No clinically relevant delays in treatment were reported.

Manufacturer narrative:
Actual device could not be identified by account.